Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30ga 1/2in was clogged. The following information was provided by the initial reporter: detected a malfunction in the "30 g * 13 mm ultrafine needle", which was used to administer the drug etanercept 25mg. The client reports that the medication could not be administered to the patient because the solution did not pass through the needle cannula.